Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. There was no impact to the customer¿s blood glucose. A replacement cable was sent to the customer to resolve the issue.